Manufacturer narrative:
(B)(4). The rt125 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number of the similar product is k20332. Method: the complaint rt125 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The complaint device was visually inspected and performance tested to check for leaks. Results: the visual inspection revealed that the pressure port cap has a broken ring retainer. The performance test revealed that the complaint device was within specification and the pressure port cap did not come loose from the pressure port during the pressure test that was repeated five times. A lot check was not performed as no lot number was provided. Conclusion: the complaint device was able to perform within specification and we were unable to confirm the fault reported by the customer as the complaint device performed within specification and the pressure port cap remained connected during testing. All rt125 breathing circuits are pressure tested for leaks during production and those that fail are rejected. A leak in the breathing circuit is usually detected by an alarm on the ventilator. The rt125 user instructions that accompany the device state the following warnings: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that an rt125 infant bias flow breathing circuit was leaking air due to the pressure port cap coming off from the ventilator. No patient consequence was reported.